Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of patient on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter (part number stt-gl-004/serial number (B)(4)/lot number 5191818), returned to dexcom for evaluation. The transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. However, the transmitter (part number stt-gl-004/serial number (B)(4)/lot number 5191818) being used with the sensor was returned to animas for evaluation. Device evaluation was completed by animas on (B)(4) 2015. Investigation results were received by dexcom on (B)(4) 2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.